Event description:
It was reported that a stent fracture occurred. Vascular access was obtained via the radial artery. The stenosed eccentric target lesion was located in the non-tortuous and moderately calcified mid left anterior descending artery. Following predilation with a regular balloon, a 12 x 3.50 promus elite stent was advanced for treatment without encountering any significant resistance; however, after expanding the stent, the stent fractured. The stent delivery system was removed and the procedure was completed with a different device. No complications were reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a stent fracture occurred. Vascular access was obtained via the radial artery. The stenosed eccentric target lesion was located in the non-tortuous and moderately calcified mid left anterior descending artery. Following predilation with a regular balloon, a 12 x 3.50 promus elite stent was advanced for treatment without encountering any significant resistance; however, after expanding the stent, the stent fractured. The stent delivery system was removed and the procedure was completed with a different device. No complications were reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed. Media in the form of an angiographic photo was received and a review of it found two gaps on opposing outer edges of the stent. Stent connectors were present which indicate the gaps were still connected in a central point, that the stent was apposed to the existing vessel anatomy, and that the gap regions were deformations of the stent struts likely brought upon by calcification and/or tortuosity of the vessel. The apparent strut displacement noted could have appeared to the physician as stent fracture however this was not the case as the displaced struts visible in the review of the images most likely represent a conformation of the stent [allowed by the 4-connector proximal (first 2 rows) and 2 connector throughout and in the distal section design as per promus product family design], to the vessel anatomy and provide the required scaffolding without any straightening of the vessel. Additionally, the coplanar view from which we are seeing the stent could lead to the assumption that there is a stent fracture when in fact what we are seeing is two strut connectors on the same plane on view (one behind the other), and this would be consistent with the stent image reviewed where struts are displaced in a v shape and connected in a central point.